Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion; however, during the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with this device. No patient complications were reported.